Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the hem-o-lok clips were falling off the large hem-o-lok clip applier in the surgical field. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 19-sep-2022 and obtained the following additional information: the procedure carried out was an anterior resection. The instrument was checked prior to loading the large (purple) hem-o-lok clips. The artery was well skeletonized prior to application of the clip. The artery was not greater than 13mm. This particular clip applier, when closed, was not able to close the clip around the artery. The procedure was safely carried out using the replacement clip applier. There was no instrument collision, no loose cables, and no broken parts in the patient. There was no injury to the patient during the procedure. The only issue was that the clips did not close around the artery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 67 uses remaining after last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The clips were properly loaded on the grips and stayed installed. No grip misalignment was observed. The large hem-o-lok clip applier instrument was placed and driven on an in-house system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips/tips opened and closed properly. The clip test was performed and passed multiple times. The large hem-o-lok clip applier instrument was fully functional. No product issue was identified.